Event description:
It was reported that the patient presented in clinic due to pain experienced at the pocket site. The pacemaker (pm) was explant and replaced. The patient was stable throughout the procedure.